Event description:
The customer reported via phone call that she had dropped the insulin pump and had blank display now. Customer stated that the insulin pump would not take a battery and would alarm battery out limit. Customer's blood glucose was 89 something mg/dl. The customer stated that there was a physical damage by the top of the battery compartment of the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a back-up plan. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.